Manufacturer narrative:
This follow-up is being submitted to relay additional information. Correction: h6: remove 4001 - patient device interaction problem as it is not applicable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur titanium revision pc 4 r, catalog # 6200-16-041, lot #:1200391-c, nk2r +4 tibial basepl.r/pc/3 ,catalog #: 6204-01-430, lot #: 1199657- b, rev tib stm sz120mm natur, catalog #: 6215-00-120, lot #: 1619899. Report source - foreign: (B)(6). Customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565 -2021 - 02641, 0001822565 -2021 -02649, 0001822565 - 2021 -02651 . Investigation incomplete.

Event description:
It was reported that the patient underwent a revision procedure due to metallosis and pain in the knee. Surgery was delayed 2 hours because the tibia was found decoated and femur implant broke. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: - visual examination of the provided pictures identified stem extension fractured at the junction of the femoral implant. Some blackish material can be seen in the opened tissue and it is suspected to be reported metallosis. However, no further examination can be performed from the provided picture. - review of the device history record(s) identified no deviations or anomalies during manufacturing. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.